Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: product code: not provided, lot number: not provided, how many days post-op did the patient retrieve white suture from the wound? Not provided.

Event description:
It was reported that the patient underwent a total laparoscopic hysterectomy and bilateral salpingo-oophorectomy and colporrhaphy with v-loc on an unknown date and suture was used. Closure of the sheath in correspondence of the umbilicus. Closure of the sheath in correspondence of the 12 mm suprapubic port with endoclose. It was reported that it is possible that the absorbable suture was not absorbed. A piece of suture was retrieved by the patient from the wound. Additional information has been requested. Additional information was requested.